Event description:
Dermabond opened to field at end of case. Scrub noticed it had weird residue and discoloration. A new dermabond was opened to complete the procedure. Product did not have patient contact or patient harm.